Manufacturer narrative:
(B)(4) relates to (B)(4) for the reported issue of ligator housing detached. (B)(4) relates to (B)(4) for the reported issue of suture broken. The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2015 that a speedband superview super 7 device was used in the lower esophagus during an esophageal ligature procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the suture broke and the ligator head detached and fell inside the patient. The detached ligator head was successfully retrieved with the use of forceps. Another speedband superview super 7 device was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay.